Event description:
It was reported that prior to an unknown procedure, the harmonic scalpel did not pass the initial instrument test after multiple attempts to troubleshoot. An additional instrument was opened and used. No patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The generator, via the footswitch, functioned properly; however, when tested with the hand control switch assembly buttons, it did not activate. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.